Manufacturer narrative:
Citation: spring, et al. Evaluating the validity of risk scoring in predicting pacemaker rates following transcatheter aortic valve replacement. J interv cardiol. 2020; 2020: 1807909. Published online 2020 oct 20. Pmid: 33149728. Doi: 10.1155/2020/1807909 earliest date of publish used for date of event. Medtronic products referenced: evolut r (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding risk-scoring need for pacemaker implantation after transcatheter aortic valve replacement (tavr) for severe aortic stenosis. All data were retrospectively collected from a single center between october 2016 and december 2018. The study population included 479 patients (predominantly female, mean age 82 years), 243 of which were implanted with medtronic evolut r (unique device identifier numbers not provided). Among all medtronic evolut r patients, adverse events included: need for permanent pacemaker implantation after tavr. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.